Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c and d codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had a programming error on weight- heparin.

Event description:
It was reported that a programming error occurred related to a user entering an adult patient weight that was incorrect and below a value that would normally be seen for an adult patient. There was no patient harm. The customer is requesting to enhance guardrails editor adding a minimum weight configuration (enabling the device to alert the user if weight below minimum limit is entered). Currently there is only a maximum weight configuration. Bd received additional information. It was reported that the event occurred on 20 august 2024 at 1830. The medication was heparin (25,000units/500ml in 0.45% nacl) ordered to infuse at a rate of 12 units/kg/hr. Using adjusted body weight 85.4 kg. However, the user programmed the infusion by entering "18.6kg" as body weight. The issue was discovered when next aptt blood level was drawn. A dose adjustment was needed due to subtherapeutic aptt. The incorrect weight was found programmed in the pump. Although device return was requested for further investigation, the devices were not sequestered after the event and the customer was unable to provide the information on the device serial numbers.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a programming error occurred related to a user entering an adult patient weight that was incorrect and below a value that would normally be seen for an adult patient. There was no patient harm. The customer is requesting to enhance guardrails editor adding a minimum weight configuration (enabling the device to alert the user if weight below minimum limit is entered). Currently there is only a maximum weight configuration. Bd received additional information. It was reported that the event occurred on 20 august 2024 at 1830. The medication was heparin (25,000units/500ml in 0.45% nacl) ordered to infuse at a rate of 12 units/kg/hr. Using adjusted body weight 85.4 kg. However, the user programmed the infusion by entering "18.6kg" as body weight. The issue was discovered when next aptt blood level was drawn. A dose adjustment was needed due to subtherapeutic aptt. The incorrect weight was found programmed in the pump. Although device return was requested for further investigation, the devices were not sequestered after the event and the customer was unable to provide the information on the device serial numbers.